Event description:
On (B)(6) 2012, 3x zilver ptx drug-eluting peripheral stents were placed (placed sites are not provided). On (B)(6) 2012, stent thrombosis was confirmed. Pulse infusion thrombolysis was performed after thrombus aspiration and then another stent was placed (the number of stent or product name is not provided). Claudication was relieved.

Manufacturer narrative:
There were no zilver ptx devices of lot number c772906 in stock at the time of the complaint investigation. A document based investigation was carried out as the device was not available for eval. The stent was implanted in the pt therefore is not available for eval. Angiogram images were planned to be provided however no images were received to date. As no images were available for review, the customer complaint could not be confirmed. According to add'l info provided for this complaint, the pt had known potential risk factors for thrombosis such as hypertension and diabetes. In addition, the lesion was totally occluded prior to stent placement and residual inflow, outflow was evident. Target vessel length was long (400mm) which is also considered as contributing factor to stent thrombosis. As per comments provided by the physician "severe lesion could have contributed to the event." Based on the above it may be noted that the pt had a number of risk factors that could have contributed to the thrombosis event, however, a definitive cause of thrombosis event in this case cannot be determined. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. According to the initial reporter claudication was relieved. It may be noted that thrombosis is known potential adverse effect as per instruction for use. Health risk assessment was initiated for stent thrombosis. Quality engineering assessed the complaint using the health risk assessment (hra) scale for severity, occurrence and probability of injury and the risk has been determined to be moderate. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.